Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a priming anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that when he filled the reservoir and primed the pump, it continued to prime out the insulin. The customer stated that he received an unexpected restart alarm. The customer was assisted with clearing the alarm. The customer was advised to hold down act until they receive the second series of beeps and numbers to appear on the display. The customer stated that the numbers did not appear on the screen. The customer declined to return the pump for analysis.